Event description:
I had the essure procedure in 2006. About 4 years ago my health started to deteriorate in a number of different ways from vision issues, to hair loss, hormonal, extreme bloating, gastro issues, rashes, and pain. Menstrual and period issues with my longer period lasting 3 weeks! I have been seen by a number of specialist and a number of tests run on me with no concrete diagnosis. I have an appointment friday (B)(6) to explore the removal of the coils. There are no words I have to describe how the past few years been such a struggle. I want to regain my general positive overall health. I feel totally misled that no doctor ever explored the essure as the root cause of my issues. As a single women there were many days I have been so fatigued and dizzy that I could barely function. I trusted my doctor and was never informed of any major side effect like those I've experienced. This product should never have been approved without extender studies available. In my case my symptoms started around the 5 year mark and have progressively gotten worse.